Manufacturer narrative:
(B)(4).

Event description:
An (B)(6) female presented for extraction of 16 year old pacing leads due to malfunction and occlusion. The patient has a history of cva, afib, htn and sick sinus syndrome. A temporary pacemaker was inserted prior to the extraction procedure. The atrial lead was removed. During extraction of the ventricle lead there was snowplowing at the ra/svc jxn, the physician upsized to a 14 fr glidelight laser sheath that was advanced to the cardiac apex, lead released after lasing. Pt. Experienced a drop in bp. A pericardial tap was done which found blood. There was a tear at the apex. A repair was done, patient was re-implanted with new leads. Pt. Survived the procedure.